Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of above 600 mg/dl. The customer reported that they allege insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer was treated with insulin drip. Customer reported insulin was exited at the quick release. Customer performed displacement test and test was passed. Customer was declined to perform the high pressure test. Customer reported the insulin pump was not worn during a medical procedure and test around magnetic resonance imaging. The insulin pump will not be returned for analysis.